Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing expanded in the pumping segment during use. The following information was provided by the initial reporter: "tubing bulged... Pump alarming patient side occluded. Pump door opened, tubing found to be bulging right below the top notch on the stretchy pumping segment. Tubing set changed. No patient harm"

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported by customer that tubing bulged. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0500 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing expanded in the pumping segment during use. The following information was provided by the initial reporter: "tubing bulged. Pump alarming patient side occluded. Pump door opened, tubing found to be bulging right below the top notch on the stretchy pumping segment. Tubing set changed. No patient harm".